Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a pancreatectomy, during the fifth firing (reload), the stapler stopped working. The staples were formed and the knife cut the tissue. However, the knife failed to return to the starting position. The manual override was used to return the knife blade to the starting position and another stapler was used to finish the case with no patient consequences.